Event description:
A hospital in (B)(6) reported that an rt105 adult breathing circuit failed the leak test on the servo-I ventilator this was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint circuit was pressure tested and submerged in a water bath to test for leaks. Results: the pressure test identified a leak and the water bath test identified the leak to be at the connection between the lid and bowl of the water trap, confirming the reported fault. A lot check was not performed as a lot number was not provided. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions for rt105 adult breathing circuit state the following: check all connections are tight before use; set appropriate ventilator alarms.